Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack in the battery compartment and the pump was experiencing intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2014 with the following findings: there was a pump reboot observed in the black box history following a call service alarm on (B)(6) 2014. The pump was unable to maintain an electrical connection with the returned battery cap. A test cap was used for testing and was also unable to fully tighten, but was able to maintain an electrical connection. The threads on the battery cap and battery compartment were damaged. The battery compartment was cracked. The pump was exercised for 24 hours with no pump reboots, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump when the case was removed. Unrelated to the original complaint, the keypad was torn and all of the buttons had an intermittent response. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.